Event description:
An adc customer reportedly ordered a replacement fs freedom lite meter from adc on (B) (6)2010. They then stated two days later on (B) (6)2010 as they had not yet received their replacement meter and did not have a back-up meter they were unable to test and experienced symptoms of sweatiness, dizziness, weakness and had "no control over mind or body". Customer further reported he experienced a seizure and "went berserk and on a rampage". Paramedics were called and customer stated he was given "3 or 4 shots" of an unknown medication in his arm and also stated the paramedics "tried to give him sugar in (his) veins". Customer was not transported to a local hospital and no diagnosis was reported. No additional information was provided by the customer. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
This report involved a delivery delay and customer returned the delivered replacement meter that did not have a reported product issue. No meter investigation is required. Customer has since received a second replacement meter. This is a final report.